Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an unknown, audible system error (se) on the homechoice (hc) device during an unspecified step of therapy, while the patient was not connected. This occurred after a nurse set the hc up. The patient stated that the se did not repeat after the hc was turned off and back on. The patient stated that they would complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.